Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 43 previously reported events are included in this follow-up record. Product return status 43 devices were evaluated in the field.

Event description:
This report summarizes 43 malfunction events in which the device had paint chips missing.43 events had no patient involvement; no patient impact.

Event description:
This report summarizes 43 malfunction events in which the device had paint chips missing. 43 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 43 events were reported for this quarter. Product return status: 42 devices were evaluated in the field. 1 device investigation type has not yet been determined. Additional information: 43 devices were not labeled for single-use. 43 devices were not reprocessed or reused.